Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following could not be completed with the limited information provided. Expiration date - ni. Manufacture date ¿ ni. (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k093293. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01860 / 01861). Remains implanted.

Event description:
During a left knee revision procedure, the patient's tibia fractured. No further information has been provided.